Event description:
The customer reported to olympus, during an unspecified procedure, the unknown vizishot2 needle came out of the catheter/sheath and would not go back in. The physician was able to retrieve the needle from the patient although the patient's airway was scratched while removing the needed. The needle was extended into the lymph node. Since the physician was unable to pull the needle back, the entire endoscope was removed from the patient with the needle sticking out in order to retrieve it. There was minor injury to the patient as the needle was taken out of patient, but there was no sustained bleeding afterwards noted and no other immediate injury. Model na-u401sx-4025n was selected as a representative for the reported device: vizishot 2.